Event description:
During the initial point of positioning the patient on the table, it was determined that the patient required repositioning due to the patient was sliding down during the procedure. The user determined the velcro straps holding the leg sling had become unattached compromising the patient's position. The hardware had not been placed on the patient and the procedure was aborted. No patient was injured in this event.